Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: customer is reporting contaminated media for item 221261, lot no. 2258139. Just this morning our qc team also found evidence of fungal contamination for lot #2258139 in addition to the original pseudomonas contamination on the other plates.

Manufacturer narrative:
During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2258139 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2258139. Retention samples from batch 2258139 were not available for inspection. Ten unopened sleeves from batch 2258139 were received in a resealed carton (carton number 0381). One-hundred plates were inspected (time stamps 0821, 0822, 0823, 1124, 0837, 1128, 1133, and 1134). There was evidence of fifteen contaminated plates. One contaminated plate (time stamp 1133) was sent to the ID lab for identification of the contaminate. The contaminate was identified as bacillus kyonggiensis. Two individual photos and an email containing photos were received to assist with the investigation. The first photo shows one plate from batch 2258139 (time stamp 0808). There appears to be contamination on the media surface. Also noted, the sides of the plate are taped together. The second photo shows one plate with contamination on the surface of the agar: no ID visible. An email contained an additional five photos. Photo three shows a close up of a partial sleeve of plates with discolored plate inside the bag (no ID). Photo four shows a sealed sleeve ID visible through the sleeve (lot 2258139 timestamp 1117), no defect visible. Photo five shows 2 sleeves with visible label (ID 2258139) and discolored plates through sleeve. Photo six shows close up of contamination through the sleeve (no visible ID). Photo seven shows close up of sealed sleeve with visible plate ID (lot 2258139 timestamp 0837) and contamination through sleeve. This complaint can be confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the initial reporter: customer is reporting contaminated media for item 221261, lot no. 2258139. Just this morning our qc team also found evidence of fungal contamination for lot #2258139 in addition to the original pseudomonas contamination on the other plates.